Manufacturer narrative:
The drill was observed visually for defects that could contribute to the shaft failure. No defects were observed that could contribute to the drill fracturing in the shaft. The fracture surface is an oblique fracture, indicating that a bending load was applied to the drill during the simulated use test. The drills are designed to resist torsional loads, but if sufficient bending loads are applied to a drill, it may fail. Additional MDR's associated with this event: 3025141-2017-00134: drill 2.

Event description:
During implantation of an orthopedic plate to treat a clavicle fracture, the drill broke off in the patient's bone; the broken drill tip was left implanted. A second drill was tested on the back table and it also broke, although in a completely different location from the first drill.